Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter alleged that on (B)(6), the pump read (B)(6). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/06/2013 with the following findings: no activity related to pi observed in pump history. All dates in pump history are congruent. A timekeeping accuracy test was performed; the pump was keeping time accurately. There was no defect found.